Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the patient's bladder stimulator stopped working a little over a year ago and it was explanted in (B)(6) 2023. They would like to return the ins back to medtronic. Troubleshooting was not required. Asked the caller the reason for the explant or for the device stopping working and the caller replied with "I don't know, maybe a wire disconnected, maybe it was the battery". Issue was not resolved through troubleshooting. Sending a return mailer to caller and sent an email to update patient registration.